Manufacturer narrative:
Per the clinic, the abutment was removed under a general anaesthetic. This report is submitted on june 20, 2017.

Manufacturer narrative:
Patient and device details unavailable at the time of this report, (B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site. Treatment with a topical antibiotic (date not reported) and hydrogen peroxide was unsuccessful. Subsequently, the abutment was removed on (B)(6) 2017.